Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The remote support engineer confirmed the reported issue. It sounds like a battery issue or a battery charging circuit issue on the (power management) pm pcba. The customer was advised to replace the battery and the pm pcba. The biomedical engineer replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported battery issues which causes the cooling fan to start and stop. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.